Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms and decreased voltages on 14v batteries and on the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 18 days of data (06jul2020 ¿ 24jul2020 per the timestamp). The log file captured intermittent low voltage advisory and low voltage hazard alarms while connected to 14v batteries due to the voltage levels on the black power cable fluctuating and dropping below the low voltage threshold. The controller did not record voltages consistent with fully charged batteries on either power cable throughout the log file, including immediately after connecting to batteries. The voltage was also captured below the expected voltage on both power cables while connected to the mpu throughout the log file; however, the voltage did not drop enough to activate any alarms. Technical services recommended exchanging the controller to resolve the issue, and the account communicated that the controller would be exchanged. The system controller was not returned for evaluation. Multiple requests for additional information were made to determine if the controller will be returned for evaluation and if the alarms were resolved; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the log file revealed a no external power alarm due to a loss of power while connected to the mpu on (B)(6) 2020 from 5:36:17 to 5:36:18.